Manufacturer narrative:
(B)(4). Insulin pump passed displacement test. Unit received with scratched case, pillowing keypad overlay, partially broken retainer and missing reservoir tube o ring. The p cap does lock properly.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.